Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room with pocket erosion. Both the pacemaker and leads were exposed. It was noted that the patient has a history of dementia and was picking at the scab and exposed the device. Physician suspects the patient to have twiddler¿ syndrome. The device and leads were explanted. The patient was in stable condition.